Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under all three therapy electrodes. Patient reported gel has leaked from all three therapy electrodes and a field service representative replaced the electrode belt. Field service representative described a fungal rash. Patient applied neosporin and an over the counter anti itch spray. Patient reported that a physician prescribed an anti-itch cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.